Manufacturer narrative:
Results: the lantern was ovalized approximately 125.5, 128.5 and 133.5 ¿ 134.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed ovalizations along the distal shaft. If the peel-away sheath, provided with the lantern, is not utilized prior to insertion into a parent device or if the device is pinched or gripped during use, damage such as ovalizations may occur. This damage may have contributed to the resistance during the procedure. During functional testing, the lantern was advanced through a demonstration cat5 without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a lantern delivery microcatheter (lantern) and non-penumbra catheter. During the procedure, while advancing the lantern approximately 50cm into the catheter without a peel away sheath, the physician experienced resistance. Therefore, the lantern was removed. The procedure was completed using another lantern and the same catheter. There was no report of an adverse effect to the patient.